Event description:
It was reported that alerts were generated for right ventricular (rv) pacing lead impedance out of range (oor) and rv intrinsic amplitude oor. A lead safety switch (lss) occurred on the same day due to the oor rv pacing impedance which was greater than 2000 ohms. The lss reprograms the device polarity from bipolar to unipolar mode and sensing mode from fixed to automatic gain control (acg). Pacing inhibition was observed due to the programming changes that occurred from the lss. A fracture of this rv lead was suspected. A boston scientific technical services consultant reviewed the device data and stated the data post lss is not conclusive for a fracture due to the programming change to unipolar mode. Additionally, the device data prior to the lss does not suggest a fracture given the gradual rise to the oor measurement and a gradual increase in pacing thresholds. A revision procedure was performed, and the associated device was explanted and replaced, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.